Event description:
It was reported that the device shut down during a surgical procedure showing a grounding plate error. There was no pt/user injury reported. A back-up device was not available. The procedure was cancelled.

Manufacturer narrative:
The device was returned to the MFR for eval. The device registered a low impedance and was found to have a faulty control board. The control board was replaced and the device was returned to the customer.